Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation; however, the customer cut the samples before it was sent to baxter for an evaluation in order to empty the solution. Therefore, it was not possible to perform the leak test filling the bag with air to identify the leak location. The cause of the reported condition was not identified.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) of an eva bag that presented leakage during filling. There was no patient involvement or medical intervention necessary. No additional information is available.